Event description:
On (B)(6) 2025, my mother was put on hospice. She was discharged from the hospital and went home as bipap dependent. My mother had copd and though she was put on hospice she was no where near ready to pass. My mother ate dinner on friday night, she got up by herself, used the restroom and was fully allert. She went to sleep that night at 1045 pm and woke up sometime between 5:30 and 6 am. At this time my mother sat up in her bed and when doing so her bipap tube came completely off of her machine. Once this happened, she was unable to reattach it and I was too late getting to her. The mask was still fully attached to her face but the end that attaches to the bipap machine came completely off. The machine has no ejection port, no alarm and just slides right off the machine. At the time I got to my mother she could not catch her breath and died at 6:42 am. I tried reattaching but because of this machines failure my mother suffered and died a horrible death. Something needs to be done to make these machines safe for people that are dependent upon them. The simple sliding on and off is not safe and kills people who are dependent upon these machines. The machine she was using: devilbiss intellipap, sn (B)(6).